Manufacturer narrative:
It was reported a revision surgery required to resolve a septic loosening due to a ceramic-on-ceramic reaction. The associated complaint devices, used in treatment, were returned. A lab analysis conducted during this investigation noted that dark markings are observed on the liner, which are most likely signs of metal transfer probably titanium that migrated from the neck taper of the stem. Damage is noted on the outer ring of the liner. Many marks of metal transfer were noted on the head od. The wider smears are most likely from titanium. The femoral component was noted with biological on/in growth covering about 75% of the porous coated region. This appears to be bone. Observations inside the neck modular taper pocket, revealed markings which possibly indicate movement occurred between the femoral neck taper and the stem. A clinical analysis noted that based on the provided medical documents, it cannot rule out the possibility of an inflammatory/allergic reaction and/or an associated low grade infection as a root cause. The mildly elevated metal ions levels, the histologic reports, the revision procedure and surgeon statements, which was verified as part of the smf study, confirmed that a metal on metal reaction was not suspected as a reason for the revision. Based on the review of the production documents, the sterilization and material certificate, no deviations could be found. No prior complaints for these parts with the same failure mode of septic loosening were recorded. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. Our investigation indicated that the smf stem was part of field action initiated in 2016. Corrective actions have been implemented. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported a revision surgery required to resolve an septic loosening due to a ceramic-on-ceramic reaction after total hip arthroplasty.